Event description:
This ra lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2012 during device change out. Left side was occluded, new system was implanted on right side. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).